Event description:
Caller reported a minimum fill notification occurring a week prior but did not recall further specifics. There was no adverse impact to the customer¿s blood glucose level. The caller inquired about possible causes for minimum fill issues and was informed that alerts could result from using cold versus room temperature insulin, overfilling or underfilling the cartridge, or not completing the air removal step properly. Caller understood the explanation and planned to consider the information during future cartridge changes, agreeing to call back if the issue reoccurs. No further assistance was requested, and the case was closed by technical support.